Event description:
It was reported that an administration flow regulator set had a leak at the injection site. The injection site was described as ¿blank and not yellow as usual¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photo sample with no issues noted. Investigation was performed on a retention sample. A visual inspection and leak pressure testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.